Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the casing of the onetouch ultra meter is cracked/broken after it was dropped. Nov 4, 2008, this medical affairs specialist contacted the pt to clarify info obtained during the initial call. The pt tests his blood glucose more than 4 times per day and controls his diabetes with lantus and novolog insulin. The novolog insulin is taken based on a sliding scale per the lfs meter readings. According to the reporter, the casing issue first occurred on the night of the day prior to original date. The pt reportedly had symptoms described as "felt real bad and cold sweats", before the casing issue first occurred, which the pt attributes to being hyperglycemia. The reporter alleged that she did not know how much insulin to give to the pt at the time of concern. The pt's symptoms reportedly lingered through the next morning when the reporter contacted lifescan for assistance at 12:44 am (pst) on original date. At this time, the reporter realized that she had a backup freestyle meter with 25 test strips. The pt obtained a blood glucose reading between "351-357 mg/dl" on the backup meter and was treated with insulin per the freestyle meter reading. The aforementioned symptoms abated approx one day after the pt's insulin treatment per the backup meter. The pt's diabetes medication regimen and testing frequency was not immediately changed before or after the alleged hyperglycemic episode. During troubleshooting, the customer care advocate verified that the onetouch ultra's case was damaged after it had been dropped. This complaint is being reported because the reporter claimed that the pt reportedly was hyperglycemic and went without the proper insulin treatment for approx 12 hours due to the reported issue. Hence, there allegedly was delay in treatment for symptoms that could be suggestive of hyperglycemia. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If the lfs products are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.